Event description:
Severe transfusion reaction to as-1 red blood cells, leukocytes reduced. Transfusion started - 2:00 p.m, stopped - 2:05 p.m., due to severe lower back pain, bp from 108/60 then 170/88, pulse 72 then 88 (25cc transfused). Three days later second severe transfusion reaction to as-1 red blood cells, leukocytes reduced. Transfusion started - 2:15 p.m, stopped at 2:25 p.m, due to lower back pain, temp. 98.1 then 99.3 (40 transfused).